Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert notification occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-229998 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 8/13/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 serial no - additional information. D4 lot no - additional information. H2: type of follow up - additional information. H7 type of remedial action - additional information. H9 section 21 usc 360 report no - additional information. H11: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.